Manufacturer narrative:
Guadagni, s., comandatore, a., furbetta, n., ramacciotti, n., bechini, b., ujka, o., giovannetti, e., gaeta, r., pollina, l.e., di franco, g. Morelli,l. Barbed sutures for hepaticojejunostomy in robotic pancreatoduodenectomy: a case-matched analysis. Surgical endoscopy (2026) 40:238¿246. Https://doi.org/10.1007/s00464-025-12267-2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared biliary complications associated with barbed sutures versus conventional sutures in patients who underwent robotic pancreaticoduodenectomy between may 2018 and december 2024. The pancreatojejunostomy was performed using a competitor barbed suture and the hepaticojejunostomy was performed using either a barbed suture or a competitor conventional suture. The gastro- or duodeno-enterostomy was performed using a barbed suture or a 60-mm medium-thick reload stapler. The entire cohort included 130 patients, with 90 patients included in the matching analysis depending on suture type bl. There were two reoperations in the barbed suture group: one due to duodenojejunostomy dehiscence and the other due to grade c postoperative pancreatic fistula with hemorrhage, which was not related to the device. Also reported in the barbed suture group was readmission due to infected abdominal collection. No additional information was provided. Complications of postoperative pancreatic fistula, biochemical leak, biliary leak and stricture, and delayed gastric emptying were not related to the device.